Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows that the implant has lost height. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a fortify implant has lost height post operatively. This event occurred in the UK.